Event description:
The patient reported she has hernia surgery in 2005 in which the mesh was implanted. After the surgery had a bulge in the area of the surgery, severe pains, and vomiting. Her doctors kept telling her it was just inflammation and it would go away. Patient went to another doctor for a second opinion. She had a CT scan and according to her patient records a "metallic foreign object was above the uterus and was about 1.5-2 cm in size." The report from the second doctor also stated the mesh had folded in the left lateral margin and causing a partial bowel obstruction. The mesh was explanted and a new ck mesh was implanted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l information becomes available.